Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged ballooning catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization and material fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the chronic catheter was allegedly bulging when flushed. It was further reported that the chronic catheter was repaired per a procedural checklist. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that the chronic catheter was allegedly bulging when flushed. It was further reported that the chronic catheter was repaired per a procedural checklist. There was no reported patient injury.